Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to capacitor, designator c156, on the analog pcb assembly, which was leaking current. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would prompt "connect electrodes" when the device was connected to a simulator. In this state, the device would not be able to provide therapy, if it were needed. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would prompt "connect electrodes" when the device was connected to a simulator. In this state, the device would not be able to provide therapy, if it were needed. There was no report of patient use associated with the event.